Manufacturer narrative:
Device used for treatment and not diagnosis. There are nicks and dents visible all over the rod. At one end is a heavy stress mark visible. The diameter was measured and met specification. It can not be defined if the above described damages occurred during insertion, extraction or in situ. As the anodization layer is worn out at all damages it can be assumed that all damages were caused post-manufacturing. The heavy stress mark at one end of the rod could be an indication that a fixed locking cap or screw did slip on the rod. No product fault could be detected. Based on the provided information and without the involved screws the exact cause of this occurrence can not be defined. A possible reason of the pulled out rod could be that the rod did not, or only very little protrude the screw head.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: in approximately (B)(6) 2012 patient was implanted with matrix construct. Six week later x-rays showed two screw heads slipped off the rod. At this time patient experienced no pain but there was a creaking in his back. Patient returned to operating room on (B)(6) 2012 with the aim of removing the rods and placing 2 new rods in and investigating what may have caused the slippage. It was found that both l4 screws had become polyaxial again, the locking caps had cold welded in both heads. With the lc removal technique we were able to remove the right sided one but the left sided one stripped rendering us unable to remove the l4 screw on the left. The rest of the screws were left in place. A longer rod was placed on the right side with new locking caps, construct was locked down and a shorter rod was placed on the left only, connecting the l5 and s1 screws leaving the l4 screw free. This is 3 of 6 reports for this event.

Manufacturer narrative:
Implanted approximately (B)(6) 2012. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.